Event description:
The event is reported as: the package was not sealed. Not sterile. No pt injury reported.

Manufacturer narrative:
The device sample has been requested for evaluation. The device sample was not returned for evaluation at the time of this report. If device or lot# becomes available, a follow-up report will be sent.